Event description:
The customer reported that the system intermittently locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1, the interconnect cable, and the battery pack assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.